Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va19d5n, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant was initially effective but later they had a return of symptoms. The symptoms were described as flooding. The patient met with a doctor and the manufacturer representative (rep) who helped change the setting to 2 something. The settings only worked for about a day. The patient programmer showed the stimulation was on at program 1, 4.95 v. It was later reported that their wire is twisted and they have to have it fixed. It was reported they have a heart problem and cannot be put out. They wanted to know if they could do it without being put out. It was reported that the return of symptoms have not resolved. Consumer reported they think it happened because of a fall. On (B)(6) 2017 that patient was supposed to meet with their physician. No further information was received.